Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged casing issue with moisture ingress was verified. Battery compartment crack was found along the side of the compartment from the threads down to the case seal. Moisture/corrosion was evident inside the compartment. Using the returned caps, the pump powered up properly with no tactile issues found with the keypad buttons. The bolus button cover was torn while the button was responsive to presses. A battery compartment leak and a bolus button leak were demonstrated in a leak test. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump.